Manufacturer narrative:
Correction: omit quality engineer in e3 (other occupation)

Event description:
It was reported from neonatal intensive care unit that blood was backing up through utah medical products inc.'s neonatal/pediatric deltran® plus (product abc-328np) kit and into the administration set 2420-0007. There was no reported leaks. It was also reported that sometimes after blood draws and sometimes not, they noted blood backing up past the neonatal/pediatric deltran® plus (product abc-328np) set. The hospital was able to infuse and draw blood otherwise effectively. The hospital had recently changed over to using the neonatal/pediatric deltran® plus (product abc-328np) kits. The kit was returned from the facility and the company has evaluated it and has not found an issue. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from neonatal intensive care unit that blood was backing up through (B)(6) medical products inc.'s neonatal/pediatric deltran® plus (product abc-328np) kit and into the administration set 2420-0007. There was no reported leaks. It was also reported that sometimes after blood draws and sometimes not, they noted blood backing up past the neonatal/pediatric deltran® plus (product abc-328np) set. The hospital was able to infuse and draw blood otherwise effectively. The hospital had recently changed over to using the neonatal/pediatric deltran® plus (product abc-328np) kits. The kit was returned from the facility and the company has evaluated it and has not found an issue. Although requested, additional information was not provided.